Event description:
It was reported that pump displayed malfunction message identified as software malfunction 0, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical Support provided pump reset instructions, assisted caller with resetting pump, and confirmed that malfunction did not recur; customer was advised to continue using pump and to call back if malfunction message appeared again, and caller acknowledged and understood these instructions.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.